Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernias thereby underwent open repair with implant of ventrio mesh. Per operative notes, "the hernia sac was excised at the level of the fascia. Evaluation would reveal a 2nd hernia to the right inferior aspect of 1st hernia. The hernia repair was done in a mesh underlay technique utilizing a ventrio mesh." (B)(6) 2017 - patient was diagnosed with recurrent incarcerated ventral hernia thereby open repair with removal of mesh. Per operative notes, "the hernia sac was excised, including a small amount of omentum. A large hernia sac appeared to be extending from the border of the left side of the previously placed mesh. The mesh appeared to be rolled on the left side. Palpation of the defect revealed small bowel loops densely adherent to the previously placed mesh. Removed the rolled portions of previous mesh." Attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, mesh migration, mesh shrinkage, hernia recurrence and pain. Also, other alleged that mesh rolled on the left side and adhered to the bowel resulting in a small bowel enterotomy when taking down adhesions and mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, adhesions, inflammation and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.